Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 01-oct-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot e25125.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false positive result on a patient. There was no patient information, nor details the surrounding the event at the time of this report. Return product is available for investigation. Method: date: result: sample determination: I-stat, (B)(6) 2025, 0.64 ng/ml , a , pos (contemporary troponin), lab , (B)(6) 2025 , ni , b , neg (high sensitivity troponin). There were no test/collect times provided . The customer is comparing across platforms in this case which is not recommended by the FDA. Refer to FDA publication troponin: what laboratorians should know to manage elevated results (1). The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.